Manufacturer narrative:
An event of high gradient, thrombus and calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, five photos were received for analysis. Based on these photos, tissue consistent with the reported thrombus was noted on the outflow surface and nodules consistent with calcification were seen throughout the leaflet tissue. As the valve was not returned, the type and nature of this tissue could not be conclusively determined without histopathological examination. The tissue, including circumferential tissue on the inflow surface narrowing the inflow diameter, is consistent with a loss of leaflet mobility and effective orifice area and are potentially contributing factors to the reported high gradient.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to increase gradient, thrombus and calcification. A 19mm regent valve was successfully implanted. The patient was reported to be in stable condition and recovering well.